Manufacturer narrative:
Based on the claim against the product by the customer noting a force bipolar instrument broke on arm 1 and was grasping tissue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field service report, the fse was unable to reproduce the reported problem. The system passed all carriage strength tests and carriage friction tests. The fse also completed a system test drive. The system passed all tests and was verified as ready for use. The cause of the intra-operative complication mode cannot be determined as isi has not received the force bipolar instrument involved with this complaint. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) and reported that a force bipolar instrument broke on arm 1 and was grasping unspecified tissue. The isi technical support engineer (tse) reviewed the logs and found no errors. Prior to calling, the site hit the emergency stop button and tried using the instrument release key (irk). The instrument jaws did not open; the wrist only spun a little bit. The tse suggested at that point that it was a clinical decision on how to release the jaws from the tissue. The surgeon had to cut tissue to get the instrument removed and repair the cut tissue. The clinical sales rep (csr) confirmed that there were no system related issues. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts, no further details have been received from the user facility as of the date of this report.